Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported impossibility to advance the delivery system over the returned 0.038 inch guide wire. The broken inner catheter was found stuck on the returned 0.038 inch guide wire. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. In this case, a guide wire with a larger diameter (0.038 inch) than recommended in the IFU and the product labeling was used during the procedure leading to the reported failure to advance the system over the guide wire and the subsequent inner catheter breakage. The IFU states: "the catheter tip is tapered to accommodate a 0.035" (0.89 mm) guidewire." Also the product labeling on the device packaging recommends the use of a 0.035 inch guide wire.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # k063532. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. There was no patient involvement.

Event description:
It was reported that it was difficult to advance the delivery system over the guide wire prior to use in the patient. The device was removed without issue. Another device of the same brand and stiff guide wire were used to complete the procedure successfully. There was no patient involvement.